Event description:
Healthcare professional reported right side "rupture" and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, red particles in the gel, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: two crease sharp opening on posterior assessed as to a fold flaw opening. Non-penetrating nick. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "rupture".

Event description:
Healthcare professional reported right side "rupture" and capsular contracture, baker grade unknown. Device has been explanted.